Manufacturer narrative:
Additional information: a1, b1, b3, h1, d10, h11 h11: upon additional follow up information received, the cause of the cloudy effluent was reported as "effect of diet". The patient did not receive any medication for treatment. The patient recovered from the event. Based on additional information received, the vantive set, administration, for peritoneal dialysis, disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and pain during drain. The cause of the event was not reported. Treatment, hospitalization, patient outcome, and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.